Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that therapy had stopped due to a power on reset (por). The patient stated it would not charge. The recharger showed a doctor icon with por. The caller stated the antenna was not broken, but none of them are working together because of the por message. The caller used the patient programmer and confirmed they were able to communicate to get a normal therapy screen. The caller confirmed the implant was off. The caller then confirmed the patient was on group a, p1 and 8.2 v. It was reviewed to decrease stimulation before turning stimulation on, so stimulation did not become uncomfortable. The caller referred to uncomfortable stimulation as a big zap. The caller decreased stimulation below 5 v and turned the implant on. The caller confirmed the patient felt stimulation on their right side, but not the left. The caller increased stimulation from 7.8 v on group a program 2, but the caller noted stimulation on the right side was getting stronger when they increased. The caller decreased stimulation to a comfortable level at 7.0v on group a program 2. The caller increased stim from 5.4v to 7.1 v on group a program 1 and the caller confirmed that the patient felt stimulation on the left side as well. It was determined program 1 was for the left side and program 2 is for the right side. The recharger was working on the call and was charging the implant. The patient had all 8 coupling bars and confirmed recharger was not damaged. No further complications were reported or anticipated.